Manufacturer narrative:
Event date estimated as 12/1/23 as the manuscript received 1/25/24 and published date for the article is noted as 1/26/24. Article was referenced in independent news site "cardiovascular business" on 3/19/24. Hermann, d. Et al. (January 26th, 2024). First-in-human percutaneous removal of left atrial appendage occlusion devices with a novel retrieval system. J am coll cardiol ep. Null2024, 0 (0). Https://doi.org/10.1016/j.jacep.2024.102328. Independent news site referencing aforementioned literature article: https://cardiovascularbusiness.com/topics/clinical/structural-heart-disease/cardiologists-are-first-world-remove-unstable-watchman-devices-FDA-cleared-retrieval-system.

Event description:
Per literature, it was reported that a closure device shift and leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was implanted. The device was noted to be in unstable position in the laa with a residual leak on transesophageal echocardiography (tee)) in the 135-degree view. The 31mm watchman closure device was removed using a non-bsc catheter-delivered retrieval system with no patient complications.